Manufacturer narrative:
Findings: unit received with high stop/idle current due to short at the lcd driver board. No unexpected battery out limit alarm noted. Pump passed the a21 error test. No a21 alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was unknown mg/dl. The customer stated that same results with 3 new energizer batteries tested. Customer stated that all programming clears when this happens, basal rates, bolus wizards and sensor recording. The customer advised that the device need to reset all values including time and date.